Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on an unknown date. Following the procedure, the technician who is trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the technician shuttled down and withdrew the sheath from the tissue tract the advancer tube was not exposed. The device was removed and the patient was converted to manual compression for less than 30 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.